Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument was found to have burn marks at the tip of the instrument, where the wires are threaded through the plastic pulleys. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing was not observed. There was no patient injury. There are no photos and/or videos of this event available for intuitive surgical to review.